Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain on left side'), device breakage ('coil fragmented before first surgery') and large intestine perforation ('punctuated colon') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), large intestine perforation (seriousness criteria medically significant and intervention required), paraesthesia ("pins and needles in both hands and feet"), hypoaesthesia ("numbness, pins and needles in both hands and feet"), dysgeusia ("yes,kept drinking water,sink,bottled or filtered taste"), multiple sclerosis ("exacerbated issues of multiple sclerosis"), fibromyalgia ("exacerbated issues of fibromyalgia"), menstrual disorder ("abnormal menses"), anorgasmia ("no orgasm"), dyspareunia ("painful sex"), vulvovaginal dryness ("dry"), discomfort ("discomfort"), migraine ("migraines"), feeling abnormal ("brain fog"), insomnia ("insomnia"), bladder disorder ("bladder issue"), infection ("infection"), alopecia ("hair loss"), major depression ("major depression") and arthralgia ("flare ups that intensify the joint pain"). The patient was treated with surgery (abdominal binder and hysterectomy). Essure was removed. At the time of the report, the pelvic pain, device breakage, large intestine perforation, paraesthesia, hypoaesthesia, dysgeusia, multiple sclerosis, menstrual disorder, anorgasmia, dyspareunia, vulvovaginal dryness, discomfort, feeling abnormal, insomnia, bladder disorder, infection, alopecia and major depression outcome was unknown. The reporter considered alopecia, anorgasmia, arthralgia, bladder disorder, device breakage, discomfort, dysgeusia, dyspareunia, feeling abnormal, fibromyalgia, hypoaesthesia, infection, insomnia, large intestine perforation, major depression, menstrual disorder, migraine, multiple sclerosis, paraesthesia, pelvic pain and vulvovaginal dryness to be related to essure. Concerning the injuries reported in this case, the following were reported via social media: numbness, pins and needles in both hands and feet. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: event added: "major depression", new reporter added on (B)(6) 2020: new event added: flare-ups that intensify the joint pain. Processed with fu from (B)(6) 2020. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain on left side'), device breakage ('coil fragmented before first surgery') and large intestine perforation ('punctuated colon') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), large intestine perforation (seriousness criteria medically significant and intervention required), paraesthesia ("pins and needles in both hands and feet"), hypoaesthesia ("numbness, pins and needles in both hands and feet"), dysgeusia ("yes,kept drinking water,sink,bottled or filtered taste"), multiple sclerosis ("exacerbated issues of multiple sclerosis"), fibromyalgia ("exacerbated issues of fibromyalgia"), menstrual disorder ("abnormal menses"), anorgasmia ("no orgasm"), dyspareunia ("painful sex"), vulvovaginal dryness ("dry"), discomfort ("discomfort"), migraine ("migraines"), feeling abnormal ("brain fog"), insomnia ("insomnia"), bladder disorder ("bladder issue"), infection ("infection"), alopecia ("hair loss"), major depression ("major depression"), arthralgia ("flare ups that intensify the joint pain / hip pain"), tenderness ("hurts if someone touches"), asthenia ("weakness"), muscle spasms ("my back spasm"), chronic migraine ("chronic migraines"), dizziness ("dizzy spell") and loss of consciousness ("passing out"). The patient was treated with surgery (abdominal binder and hysterectomy). Essure was removed. At the time of the report, the pelvic pain, device breakage, large intestine perforation, paraesthesia, hypoaesthesia, dysgeusia, multiple sclerosis, menstrual disorder, anorgasmia, dyspareunia, vulvovaginal dryness, discomfort, feeling abnormal, insomnia, bladder disorder, infection, alopecia, major depression, tenderness, dizziness and loss of consciousness outcome was unknown. The reporter considered alopecia, anorgasmia, arthralgia, asthenia, bladder disorder, device breakage, discomfort, dizziness, dysgeusia, dyspareunia, feeling abnormal, fibromyalgia, hypoaesthesia, infection, insomnia, large intestine perforation, loss of consciousness, major depression, menstrual disorder, migraine, multiple sclerosis, muscle spasms, paraesthesia, pelvic pain, tenderness, vulvovaginal dryness and chronic migraine to be related to essure. Concerning the injuries reported in this case, the following were reported via social media: numbness, pins and needles in both hands and feet. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received: new event hurts if someone touches was added. Reporter added. On 23-mar-2020: new events my back spams, chronic migraines and weakness were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain on left side'), device breakage ('coil fragmented before first surgery') and large intestine perforation ('punctuated colon') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), large intestine perforation (seriousness criteria medically significant and intervention required), paraesthesia ("pins and needles in both hands and feet"), hypoaesthesia ("numbness, pins and needles in both hands and feet"), dysgeusia ("yes,kept drinking water,sink,bottled or filtered taste"), multiple sclerosis ("exacerbated issues of multiple sclerosis"), fibromyalgia ("exacerbated issues of fibromyalgia"), menstrual disorder ("abnormal menses"), anorgasmia ("no orgasm"), dyspareunia ("painful sex"), vulvovaginal dryness ("dry"), discomfort ("discomfort"), migraine ("migraines"), feeling abnormal ("brain fog"), insomnia ("insomnia"), bladder disorder ("bladder issue"), infection ("infection"), alopecia ("hair loss"), major depression ("major depression"), arthralgia ("flare ups that intensify the joint pain / hip pain"), tenderness ("hurts if someone touches "), asthenia ("weekness"), muscle spasms ("my back spasm"), chronic migraine ("chronic migraines"), dizziness ("dizzy spell") and loss of consciousness ("passing out"). The patient was treated with surgery (abdominal binder and hysterectomy). Essure was removed. At the time of the report, the pelvic pain, device breakage, large intestine perforation, paraesthesia, hypoaesthesia, dysgeusia, multiple sclerosis, menstrual disorder, anorgasmia, dyspareunia, vulvovaginal dryness, discomfort, feeling abnormal, insomnia, bladder disorder, infection, alopecia, major depression, tenderness, dizziness and loss of consciousness outcome was unknown. The reporter considered alopecia, anorgasmia, arthralgia, asthenia, bladder disorder, device breakage, discomfort, dizziness, dysgeusia, dyspareunia, feeling abnormal, fibromyalgia, hypoaesthesia, infection, insomnia, large intestine perforation, loss of consciousness, major depression, menstrual disorder, migraine, multiple sclerosis, muscle spasms, paraesthesia, pelvic pain, tenderness, vulvovaginal dryness and chronic migraine to be related to essure. Concerning the injuries reported in this case, the following were reported via social media: numbness, pins and needles in both hands and feet. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2020: quality safety evaluation of ptc. This case is deleted from bayer database as this case was found to be a duplicate case of existing case (B)(4) in bayer database. All the information that includes, events, reporter, references and source documents have been transferred to retention case (B)(4). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain on left side'), device breakage ('coil fragmented before first surgery') and large intestine perforation ('punctuated colon') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), large intestine perforation (seriousness criteria medically significant and intervention required), paraesthesia ("pins and needles in both hands and feet"), hypoaesthesia ("numbness, pins and needles in both hands and feet"), dysgeusia ("yes, kept drinking water, sink, bottled or filtered taste"), multiple sclerosis ("exacerbated issues of multiple sclerosis"), fibromyalgia ("exacerbated issues of fibromyalgia"), menstrual disorder ("abnormal menses"), anorgasmia ("no orgasm"), dyspareunia ("painful sex"), vulvovaginal dryness ("dry"), discomfort ("discomfort"), migraine ("migraines"), feeling abnormal ("brain fog"), insomnia ("insomnia"), bladder disorder ("bladder issue"), infection ("infection") and alopecia ("hair loss"). The patient was treated with surgery (abdominal binder and hysterectomy). Essure was removed. At the time of the report, the pelvic pain, device breakage, large intestine perforation, paraesthesia, hypoaesthesia, dysgeusia, multiple sclerosis, menstrual disorder, anorgasmia, dyspareunia, vulvovaginal dryness, discomfort, feeling abnormal, insomnia, bladder disorder, infection and alopecia outcome was unknown. The reporter considered alopecia, anorgasmia, bladder disorder, device breakage, discomfort, dysgeusia, dyspareunia, feeling abnormal, fibromyalgia, hypoaesthesia, infection, insomnia, large intestine perforation, menstrual disorder, migraine, multiple sclerosis, paraesthesia, pelvic pain and vulvovaginal dryness to be related to essure. Concerning the injuries reported in this case, the following were reported via social media: numbness, pins and needles in both hands and feet. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: fu 3,4,5,6 7 process together. Social media content received: reporter added. Event pelvic pain, multiple sclerosis, device breakage, large intestine perforation, menstrual disorder, anorgasmia, dyspareunia, vulvovaginal dryness, discomfort, feeling abnormal, insomnia, bladder disorder, infection and alopecia on 20-mar-2020: fu 3,4,5,6 7 process together. On 20-mar-2020: fu 3,4,5,6 7 process together. On 23-mar-2020: fu 3,4,5,6 7 process together. On 23-mar-2020: fu 3,4,5,6 7 process together. On 23-mar-2020: the non drug treatment was added as abdominal binder for the event punctuated colon. The consumer stated abdominal binder help the lessen the sensation of intestine settling. New reporter was added. Was received. On 23-mar-2020: information received via social media: reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.